Manufacturer narrative:
One smiths medical cadd legacy plus pump was returned for analysis with a worn coin key. Event log history was performed and indicated that "service due" was recorded in history. During analysis, the customer's reported problem regarding "error code" was able to be duplicated. Upon power up of the pump, the pump alarmed for service due & error code. Clock record indicates clock days are past specification. Service will replace lock battery as a service maintenance. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump exhibited error code 24 and 30. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.